Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) stated that when arrived onsite, fse did not observe any failed drawers, had the customer perform a full inventory of the entire drawer, and no issues were identified. Fse reseated and inspected all associated cables, customer tested the system and confirmed normal operation with no issues. The system functioned as intended when the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 3.2 failed and not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.